Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire and adverse event was reported. The sensor was inserted into the arm on 09/03/2018. The patient¿s mother stated upon removal of the sensor, she noticed there was no sensor. She stated the sensor wire was stuck in the insertion area of the patient¿s arm and 4 days later the patient complained that his arm hurt. On (B)(6) 2018, the patient¿s mother took the patient to the emergency room (ER) for an x-ray and the x-ray image confirmed the retained sensor wire. She stated that surgery was attempted to remove the sensor wire but was unsuccessful. On (B)(6) 2018, a second attempt was made using ultrasound to locate the sensor wire and was also unsuccessful. The patient was placed antibiotics to prevent infection during post-operative recovery. At the time of contact, the patient¿s arm was still sore. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.